Event description:
Add'l info rec'd from MFR 10/6/99: the pt listed on the report was contacted by tmj implants, inc. Pt was not aware of the medwatch form, nor did they remember filling out any form intended for submission to the FDA. Pt informed MFR that they had an explant of a device made by another MFR. Based on the info provided no further investigation is warranted. No MDR will be filed because there is nothing to suggest that MFR's devices caused or contributed to any reportable event.